Event description:
It was reported an ongoing issue that the insulin gauge was inaccurate. Reportedly, the customer will continue to use the pump and has a back up alternate method for continued insulin therapy. There was no adverse impact to the customer's blood glucose level.